Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
It was reported that a spinning spiros® closed male luer, red cap was found to have generated a leak during a doxorubicin infusion. It was reported that the doxorubicin leaked between the spiros and connector. It was also noted that the products were prepared with confirmation that the product had spun before dispensing. There was no patient harm reported.